Event description:
It was reported that during a vesicle procedure, the clips didn¿t form correctly when the device was shot. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received with the shaft slightly bent; a bag with one malformed clip was returned along with the instrument. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the returned condition of the device. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Possible causes for the damage found at the shaft may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. No conclusion could be reached as to what may have caused the malformation of the returned clip.